Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during the implant procedure it was difficult to insert the lead into the patients atrium and continuously dislodged. The lead was not used and replaced.